Event description:
It was reported that the pruitt f3 shunt white guide was found punctured during pre-use check. It was not used on the patient. No injury was reported to the patient.

Manufacturer narrative:
The device was not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.